Event description:
It was reported that during use of the iab, the pump experienced "kinked catheter" and "helium leak" alarms. Blood was noted in the helium tubing. The iab was removed and replaced without any complications.